Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured cerebral aneurysm at the internal carotid artery, the microcatheter approached the target lesion and a galaxy g3 coil formed the frame followed by the implantation of several coils. The 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l14568) was used as the final coil and was connected to the control cable, however, the green system ready light did not illuminate. Additional information was received reporting that all the connection from the coil device to the detachment control cable appeared to fit properly without any application of excessive force. An lvis® stent (microvention) was implanted and the procedure was completed. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.5mm x 2cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was observed without damage. The device positioning unit (dpu) was kinked at 9 cm from the proximal end. The marker band was found at 37 cm from the hub. This is within specification. The resheathing tool was in good condition. The coil introducer was zipped and in good condition. Microscopic inspection was performed. The v-notch was in good condition. The resistance heating (rh) and the embolic coil were also observed to be in good condition. The rh did not show evidence of being heated. The embolic coil was in good condition under microscopic inspection. Functional test was performed. The resistance of the 1.5mm x 2cm galaxy g3 mini coil was measured with the multimeter. The initial resistance was measured to be approximately 0 o, an indication that there is a loss of electrical continuity. The signal continuity test was performed on the embolic coil. Only one of the pins showed normal and stable electrical resistance. The cause and exact point of where the loss of electrical continuity could not be determined. The returned device was connected to a detachment control box with a lab sample enpower control cable. The power was turned on and the system ready light did not illuminate. The detachment cycle could not be initiated. A review of manufacturing documentation associated with this lot: (l14568) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the system ready light on the control cable did not illuminate when the 1.5mm x 2cm galaxy g3 mini coil when connected to it during the procedure was confirmed with the functional test performed on the returned device. A loss of electrical continuity was detected in the device which prevented the initiation of the detachment cycle. The observed kink on the dpu may have been resulted from inadvertently applied force, the kink may have contributed to the loss of electrical continuity, but this cannot be conclusively determined. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. The reported issue was confirmed through functional testing performed on the returned device. The issue appears to be due to a loss of electrical continuity on the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 8/2/2019. [Additional information]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured cerebral aneurysm at the internal carotid artery, the microcatheter approached the target lesion and a galaxy g3 coil formed the frame followed by the implantation of several coils. The 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l14568) was used as the final coil and was connected to the control cable, however, the green system ready light did not illuminate. Additional information was received reporting that all the connection from the coil device to the detachment control cable appeared to fit properly without any application of excessive force. An lvis® stent (microvention) was implanted and the procedure was completed. There was no report of any patient adverse event or complication. Updated sections: e.1: the initial reporter title, first and last names were added; initial reporter phone: +81 093-511-2000, e.3, g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on (B)(6) 2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Initial reporter address line 1 is: (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l14568) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an unruptured cerebral aneurysm at the internal carotid artery, the microcatheter approached the target lesion and a galaxy g3 coil formed the frame followed by the implantation of several coils. The 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l14568) was used as the final coil and was connected to the control cable, however, the green system ready light did not illuminate. An lvis® stent (microvention) was implanted and the procedure was completed. There was no report of any patient adverse event or complication.